Event description:
Our rep is reporting to us that the patient underwent a successful acl repair with the use of intrafix screws and sheaths for fixation. Subsequently, sometime in (B)(6) or very early (B)(6) 2011, the patient presented with pain. On (B)(6) 2011, the patient underwent another procedure (arthroscopic) to see what the problem was: the surgeon noted that the intrafix tibial screw & sheath fixation devices had backed out of the bone tunnel by approximately ½ to 2/3rds of their length. The surgeon used graspers to easily retrieve the devices; noted that the original fixation was intact, so further remedial action was not necessary. This 2nd procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2011-00349.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
One hundred ten days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.